Manufacturer narrative:
Medwatch sent to FDA on: 10/20/2015. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding serial number, the event date, treatment date, explant date, diagnostic testing, patient data or further event details. Device labeling addresses the reported event of pain as follows: possible complications of the use of the orbera¿ system include: abdominal or back pain, either steady or cyclic.

Event description:
Patient reported abdominal pain and back pain. No indication of treatment or surgical reoperation has occurred. Device remains implanted.